Event description:
A customer reported experiencing error 42 with their continuous glucose monitor (cgm) and mentioned frequent cgm errors, leading to battery depletion and a shutdown alarm after multiple low power alerts. There was no reported adverse impact to the customer's blood glucose level. Customer continued to use pump for insulin therapy.